Event description:
It was reported that during a trans hiatel esophagectomy procedure, went to use the first product and heard grinding and was concerned that the device was going to break apart. Tried a second device and the same thing happened. There were no patient consequences. Case completed with a third device of the same product code.

Manufacturer narrative:
(B)(4). Damaged firing trigger teeth. The analysis results found that the ats45 device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached of what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.